Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2015. The fse observed that the probe was leaking into the waste well when it was not dosing. He replaced the syringe pump assembly and the color gravity module (cgm) tubing to resolve the reported problem. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported they are failing ca quality controls for bilirubin, blood, and glucose on the ichem velocity automated urine chemistry system. There were no erroneous results generated or reported out of the lab.